Manufacturer narrative:
(B)(4). The catheter was visually inspected and pu (glue) from anchor window was found broken. Furthermore, brown residues were observed inside the affected area. A deeper visual inspection was performed and the t bar was unable to be seen thru the anchor window. After further inspection, it was observed that the t bar was torn off the anchor window pu along with the soft tip cavity where the anchor window lies. This created a space which weakened the anchor window area, causing the pu to either peel off or crack. Then per the reported complaint, the catheter was tested for deflection and contraction and the catheter failed deflection. The catheter was dissected and the t bar slid down from its place and it was found folded as well. The device history records (DHR) for both lot numbers were reviewed and no anomalies were found related to this complaint. In addition, the dhrs review verifies that the device was manufactured in accordance with documented specifications and procedures. The customer complaint has been verified.

Event description:
It was reported during an atrial fibrillation (afib) procedure, the deflector mechanism broke on the lasso navigational variable eco catheter with the lot number of 15740324l. The catheter was exchanged and the second catheter with the lot number of 15790944l had poor deflection. The device was exchanged and the case resumed. This original event for both product issues were not deemed reportable as they were highly detectable and there was no patient injury reported in the case. The bwi failure analysis lab received the catheters. During the visual test on (B)(4) 2013, the returned catheter condition for lot number 15790944l reflected that there was broken pu (glue) on the anchor window and brown residue found all along the shaft. This returned catheter condition is indicative of a reportable event marking the alert date as (B)(4) 2013.